Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during set up for a shoulder arthroscopy, as the circulator was putting the fms shaver foot pedal down, the blood stop button on the foot pedal fell off. Upon inspection, the screw holding the button in place was gone. The screw was not retrieved. Therefore, it was replaced with a readily available replacement before the case started. The complaint device was received and evaluated. Visual observations confirm that the blood stop button was found fell off from the foot pedal and the screw was not received in the package. The functional test was not performed due to the condition of the device. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to lack of maintenance, however; this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [j14ay2454] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [j14ay2454] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during set up for a shoulder arthroscopy, as the circulator was putting the fms shaver foot pedal down, the blood stop button on the foot pedal fell off. Upon inspection, the screw holding the button in place was gone. The screw was not retrieved. Therefore, it was replaced with a readily available replacement before the case started. I was not present for the case. No patient consequences or surgical delay reported. The device is available to be returned for evaluation. Additional information received from the affiliate reported there was no surgical delay and the issue was discovered during setup, prior to the case starting.